Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer's reported issue. All testing was performed using a good known test patient circuit and test lung. During bench testing, the ventilator¿s peep was set to 5cmh2o and vent was reading 5cmh2o. The ventilator also passed the internal peep test from the ltv final test. Internal inspection showed no abnormalities. The event trace log contained no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to carefusion that the unit's positive end-expiratory pressure (peep) was inaccurate during a transport. The unit was connected to a patient at the time of the incident. The patient was switched to a back up ventilator and there was no patient harm associated with this complaint.